Event description:
The spring wire guide was used for a catheter exchange procedure. During a routine cxr on 8/13/96, the shadow of the wire was seen in the pulmonary artery. After an unsuccessful attempt to remove the wire using a bucket, open chest surgery was performed and the wire was removed. There were no add'l pt complications.